Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a patient stated the stimulation for his implantable neurostimulator (ins) was "at first programmed too high" during a clinic visit. He stated that during the last few weeks "he somehow goofed it up with his patient programmer". The patient stated the clinic told him to call the manufacturer to have the implant adjusted. He declined assistance by phone. Additional information received reported that the patient had no stimulation sensation. The patient had a meeting at the pain clinic to program the device but alleged that the healthcare provider (hcp) programmed the stimulation "too high" and that he would "only feel stimulation for a second", and after moving around would "feel stimulation for another second or two". During troubleshooting, the patient reported stimulation was "cycling on and off" on group d. The patient had his helper adjust stimulation on group a, but reported that stimulation was increased too quickly and that it "got too high for him". It was stated that the patient's spouse came home and turned the stimulation off. The patient requested that a manufacturer's representative assist in adjusting his stimulation levels in person. A supplemental report will be sent if any additional information is received.